Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the "on/off" button was sensitive but was unable to confirm the customer comments that there were "menu issues" and that the unit would intermittently shut off. Analysis did find that the upper and lower cases, two side bail covers and the ring cover were broken, the battery contacts were compressed, one side bail was missing and the battery flex was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator had a very sensitive on/off button and was also having some menu issues. The return paperwork further noted that there was a bad keypad "off" button and that the menu would intermittently turn the unit off. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator had a very sensitive on/off button and was also having some menu issues. The return paperwork further noted that there was a bad keypad "off" button and that the menu would intermittently turn the unit off. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.